Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to 'mach flow drift high'. The service technician states that the printed circuit assembly (pca) board and machine flow sensor were replaced to resolve the issue. Additionally, a not-reportable 'motor controller shutdown', 'drift debug', and 'fio2 sensor railed low' error codes were also found in the device's error log. The fio2 sensor failed the diagnostic test which required a 3-way solenoid valve replacement. The muffler assembly and air inlet foam filter were replaced. The device passed final testing after the necessary replacements.